Event description:
Patient had a bravo ph study with capsule placed on friday. The bravo capsule was calibrated with the bravo ph recorder according to manufacture directions. The battery indicator light showed a full battery. The bravo ph recorder was removed from charger immediately prior to calibration. Upon completion of calibration of the bravo ph capsule,the bravo ph recorder indicator light was amber. The bravo ph recorder was placed in the hard plastic cover. The equipment was transported into the procedure room and the bravo ph recorder indicator light remained amber. Immediate prior to placement of the capsule, it was noted that the device had completely turned itself off. Another staff member trained and familiar with the device was called into the procedure room to help troubleshoot the bravo ph recorder. The bravo ph recorder was turned back on and the start study button on the bravo ph recorder was pressed. The bravo ph recorder led indicator light was blinking blue intermittently which indicated that the bravo capsule was communicating with the bravo ph recorder. The bravo ph capsule was placed by physician. The record event button was pressed and the led blinked green intermittently which indicated that the event was being recorded. The bravo ph recorder was checked in recovery and was recording events as indicated by the blinking led light. The patient returned the bravo ph recorder on the following monday (three days later). The patient stated that on saturday night, the bravo ph recorder was beeping low battery. On sunday, the patient wrote on her diary that when she pushed the button to indicate that she was sitting up, the bravo ph recorder was showing "clearing data". She stated that on sunday, the bravo ph recorder wanted her to calibrate capsule. Given technical support was called on friday, and could not give an explanation for why the bravo ph recorder would have turned off. On monday (three days later), technical support was called and stated that there was no data on the receiver to download.